Event description:
The patient was positioned on the maquet or table. The head of the bed was being raised by the remote control and broke at the joints, slamming down the head of the bed. The joints are aluminium casting which snapped in half on both sides of the or table. Staff was at the patient's bedside and able to catch the patient. The patient's airway was maintained and position held until transferred to another or table.